Event description:
During a remote follow-up, episodes of post-paced t-wave oversensing (pptwos) were observed on the device. Technical support was contacted and recommended reprogramming to resolved the event. No intervention has been performed at this time. The patient is stable with no consequences.

Event description:
Additional information was received that reprogramming was performed to resolve the event. New episodes of post-paced t-wave oversensing were observed after the programming was performed. No additional intervention has been performed to address the new episodes. The patient remained stable with no consequences.